Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated creatinine kinase - mb and progesterone results for an unknown number of patients generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory; however, subsequent testing was performed on an alternate instrument producing lower results in a different clinical category and corrected reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in either bd lihep plasma tubes or serum tubes with a gel separator. Per the customer supplied qc charts, all three levels of ckmb and progesterone qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse discovered that the aspirate probes were not aspirating properly. The fse replaced the peri-pump tubing and the aspirate probes. Fse performed a routine system check which passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided.